Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate high result of "227 mg/dl" on the subject meter compared to "151 mg/dl" on another meter (ot ultrasmart) performed within an unspecified time of each other. This complaint is being reported because the results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.